Event description:
The handheld analysis was completed on (B)(6) 2013. During the analysis it was identified that the handheld could not complete the screen alignment utility during the initial setup process. The cause for the anomaly is associated with debris that was trapped under the case. Once the display was cleaned, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the flashcard was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The handheld device and software flashcard were returned on (B)(6) 2013 and are pending analysis.

Event description:
On (B)(6) 2013, it was reported that a handheld device was continually freezing, this was typically resolved with a hard reset, but now the touch screen no longer responds either. Attempts for additional information have been unsuccessful. The product has not been returned to date.

Manufacturer narrative:
Serial #, corrected data: previously submitted MDR included an incorrect serial number for the suspect medical device. This report is being submitted to correct this information. Manufacture date, corrected data: previously submitted MDR included an incorrect manufacture date for the suspect medical device. This report is being submitted to correct this information.